Event description:
Therapist found excessive water flowing out of nasal cannula during vapotherm high flow humidification treatment. User removed vapotherm system from pt and sent to biomedical engineering for eval.